Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 1.5%, dianeal pd4 2.5% and extraneal 7.5% therapies. On an unreported date, dianeal and extraneal therapies were withdrawn. During a call with baxter (B)(4) customer services, the following was reported. On an unreported date in (B)(6) 2012, prior to start of pd therapy, the patient had abdominal colostomy surgery. On an unreported date, the patient had complications from the abdominal surgery. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient experienced and was hospitalized for recurrent peritonitis. On an unreported date, the patient was again treated with unspecified antibiotics. On (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was not reported. The outcome of abdominal surgery complications was not reported. The patient recovered from peritonitis with culture positive for e. Coli, enterococcus faecalis, and clostridium perfringens. The patient was recovering from the recurrent peritonitis. A causality assessment was not reported for the surgery complications. The peritonitis with culture positive for e. Coli, enterococcus faecalis and clostridium perfringens, and recurrent peritonitis was unrelated to baxter products. It was reported that the events were related to the abdominal surgery complications.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.